Event description:
It was reported, the customer experienced high blood glucose. Customer's blood glucose was over 451 mg/dl. The customer stated they did not experience any symptoms of high blood glucose. Customer treated their blood glucose with the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.